Event description:
A pt reported to the manufacturer that a heated humidifier had not been providing sufficient humidification for several years. The pt alleges the absence of humidification during continuous positive airway pressure (CPAP) has caused him to develop gum disease which required the removal of five (5) teeth. The manufacturer has been unable to reach the pt for additional information regarding the reported incident and general state of health. The pt's phone is reported as being out-of-service. Quality assurance contacted the pt's durable medical device supplier (dme) who reported the pt had most recently brought their humidifier in for evaluation in (B)(6). The dme evaluated the heated humidifier and reported that no problems were found at that time. The manufacturer will continue the investigation and file a follow-up report once the investigation is completed.